Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts for oversensing right ventricular lead noise that triggered pacing inhibition. Programming changes were implemented. The patient was in stable condition.